Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem 'was stuck in downstream alarm mode when a ds test was attempted. The ds test fails at very low numbers in medium pressure mode (8. 6).' Was not reproduced. A review of the event history log revealed 'downstream occlusion!' Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed downstream tubing guide gap verification. The tubing guide requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had failed downstream occlusion test. The test would fail at very low numbers in the medium pressure mode. This occurred during testing at the biomed service department. There was no patient involvement. No additional information is available.